Event description:
The following has been reported by customer: damage to front locking mechanism customer sent in the request form reporting: damage to front locking mechanism for tubing. Action taken: received pump (B)(6). Confirmed customer reported issue. The door locking mechanism was found to be damaged, and the door assembly was replaced. Additionally, the lcd display backlight was inoperative; as a result, the display was replaced. The air sensor failed calibration and was also replaced. A full calibration was performed on the device. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation. Device history record was not reviewed as the device has already gone through its first preventive maintenance. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. During this investigation, the screen was found very dim, back light was not functioning. This complaint is considered as valid, dim screen is due to ageing, device was manufactured in 2015. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.